Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported an angio-seal was selected for use. Manual compression was applied and closure pad was placed at the puncture site to achieve hemostasis. Later that same day, the patient had some ischemic symptoms and the patient was taken to the surgical area for further monitoring. The patient was taking prescribed anticoagulant medications (type and dosage unknown). Additional information revealed the patient underwent surgery (date unknown) where both an endarterectomy and thrombectomy procedures were performed. The angio-seal was reported to be in the right location in the vessel, however, a clot was found on the anchor, obstructing the lumen of the vessel. The patient was reported to be fine after surgery and was later discharged from the hospital.